Event description:
It was also reported the company representative visited the patient&#38112;home and device checkup was performed. An impedance increase was noted on the right atrial (ra) lead. The lead remains in use.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 6932-65 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device alarm went off at the patient&#38112;home due to high right atrial (ra) lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.